Event description:
Multisystem organ failure. Pt was a victim of severe burns from a military blast. He sustained 92% total body surface area burns. In 2006, a total of 96 epicel grafts were applied to the pt (location unknown). The pt died 10 days later due to multisystem organ failure which was considered not related to the use of epicel. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.